Event description:
While removing an umbilical venous catheter (uvc) from the umbilical vein, the catheter "suddenly snapped" or tore, at the 9 cm site, leaving about 1 and 1/2 cm above the umbilical base. It was immediately clamped, to prevent further migration into the vasculature. The remaining (clamped) catheter was removed from the patient about an hour later when adequate coagulation had been assured, without known injury to the patient. The original packaging is unavailable for further identification of the lot#.